Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that extract-screw coni f/scr ø4.5+6.5 was broken, and one of the broken piece was also returned no other issues were identified. The dimensional inspection was performed, and it is within the specification limit. The observed condition extract-screw coni f/scr ø4.5+6.5 in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the extract-screw coni f/scr ø4.5+6.5. While no definitive root cause could be determined, it is probable that the extract-screw coni f/scr ø4.5+6.5 was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent a procedure on (B)(6) 2021, to remove a locking compression plate (lcp) df plate. During the surgery, the surgeon tried to remove the locking screw by using a screwdriver shaft included in lcl-8, but it was stripped. Then, the surgeon tried to remove the locking screw by using the extraction screw, but the extraction screw broke and became stuck in the screwhead. The surgeon shaved the extraction screw by using a carbide drill and removed the plate. The locking screw shaft remained in the patient¿s body. The surgeon also tried to remove the metal powder generated during excavation but could not remove it completely. The surgery was completed successfully with a thirty minute delay. Patient was stable. This report is for a conical extraction screw for large screws & 4.9mm bolts. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.